Event description:
It was reported the pt fell. The stimulator felt fine after the fall. Two days later, the pt could feel wires over the stimulator. It was suspected the stimulator may have flipped inside the device pocket but the flip was not confirmed. The stimulator area was sore and tender. The pt was able to recharge with two coupling bars. The pt contacted the hcp who instructed her to contact the manufacturer representative. The pt met with the representative. Coupling and communication issues were reported. X-ray confirmed the stimulator had flipped in the device pocket. The pt had surgery to re-flip (reposition) the stimulator. The pt is doing fine.